Manufacturer narrative:
Physician indicated that the possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped. The possible cause of death was due to cardiac shock. This device is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-02577. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The target lesion was the proximal left anterior descending (lad). The procedure was an emergent case due to acute myocardial infarction. A 2.5x18mm cypher stent was implanted at 14atm for 60 secs at the proximal lad. At that time, plaque was shifted to the left main, so a 3.0x18mm cypher stent was implanted at 14atm for 60 secs. The two stents were not overlapping each other but there was no gap. Post-dilatation was conducted with a 2.5x13mm balloon at 12atm for 20 secs. Ivus was conducted. The residual % of stenosis was 0%. Eight months later, the pt came to the hospital for a follow up visit. There was no issue with the lesion. Approx one year later, the pt developed cardiac shock. Pt was brought to the hospital as an emergency. Coronary angiography was conducted and thrombus was observed in the 3.0x18mm cypher stent. To treat the thrombus, aspiration was conducted. Then a 3.0x14mm driver bare metal stent was implanted at the left main. At that time, thrombus was shifted to the left circumflex, so a 3.0x8mm driver stent was implanted in the left circumflex. The two additional bare metal stents were not overlapping each other. Flow was recovered but the pt passed away.